Event description:
It was reported that a spectrum iq infusion pump had an issue of door shuts - power off during unpsecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, door shuts - power off was not reproduced. A review of event history log revealed mutliple instances of shut door power off. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.